Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6).

Event description:
MDR-00021265 is a duplicate of MDR-00019683. This is a downgrade for the submission of the previous record.

Manufacturer narrative:
(B)(4).